Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced pain when delivering boluses. Reportedly, the "longer/bigger" boluses caused the pain; however, tandem technical support informed the customer that the speed of bolus deliveries could not be adjusted. Blood glucose was not impacted. Recommendation was made to consult with healthcare provider regarding the duration of the customer's supply usage.